Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) and unexpected intervention. It was reported that a mitraclip was used to treat grade 3-4 tricuspid regurgitation (tr). An xt mitraclip was attempted to be placed on the septal and anterior leaflets of the tricuspid valve. Upon deployment, the clip detached from the anterior leaflet resulting in a single leaflet device attachment (slda). An additional clip was implanted to stabilize. The procedure was ended with tr grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) and poor image resolution were unable to be determined. It should be noted that the mitraclip instruction for use (IFU) states that ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation.¿ the reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Medical device code 1494- indication for useb3, d6: dates corrected.

Event description:
N/a